Event description:
The customer contact reported a delay of critical therapy during an alarm condition. On (B)(6) 2012 at 0947, channel 1 of the pump was programmed to deliver dopamine 400mg/250ml, in the dose calculation mode, with a vtbi (volume to be infused) of 300ml, a dose of 20mcg/kg/min a weight of 85kg, at a rate of 63.8ml/hr and delivery was started. It was reported that the pt's blood pressure was 90's/50's mmhg and that during the day, the dopamine therapy was intermittently turned off and on. At 1330, line a of channel 2 was programmed to deliver norepinephrine 8mg/500ml, in the dose calculation mode, with a dose of 0.063mcg/kg/min, at a rate of 20ml/hr, with a vtbi of 250ml, and delivery was started. At an unspecified time, channel 3 was programmed to deliver normal saline. No specific programming parameters were provided. On (B)(6) 2012 at 0106, the nurse went into the room in response to a device alarm. At this time the nurse noted the device was alarming e321 (battery charger time out) and the delivery had stopped. It was reported that the pt's blood pressure at this time was "in the 30's." The nurse powered off channel 1 and 2. It was reported that the tubing sets were "stuck" in the device; however, the nurse was able to remove the tubing sets from the device and resumed delivery via gravity until a replacement pump was programmed. The pump was removed from clinical service. Therapy was resumed 5 minutes later using the replacement pump. It was reported that after one minute, the pt's blood pressure returned to 90's/50's mmhg. The customer contact stated the "pt was extremely sensitive to his vasopressors." During testing, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.